Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial vein. The target lesion was located in the first obtuse marginal (om). A non-bsc guide catheter was engaged via left main (lm)and the device crossed the om1 with a non-bsc guide wire. The physician then performed predilation with a 1.5x15mm and 2x15mm balloon catheter. Subsequently, a 2.25x28mm promus element ¿ stent was advanced to treat the lesion. However, the device failed to cross the lesion and during negotiations, it was noted that the distal stent strut flared up. The physician then immediately removed the device and the procedure was completed with placement of a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed during analysis. It was noted that the balloon was inflated and deflated, however; no issues were noted with the overall balloon profile in its current state. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial vein. The target lesion was located in the first obtuse marginal (om). A non-bsc guide catheter was engaged via left main (lm)and the device crossed the om1 with a non-bsc guide wire. The physician then performed predilation with a 1.5x15mm and 2x15mm balloon catheter. Subsequently, a 2.25x28mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and during negotiations, it was noted that the distal stent strut flared up. The physician then immediately removed the device and the procedure was completed with placement of a non-bsc stent. No patient complications were reported and the patient's status was stable.